Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted and an autopsy was not performed. A root cause for the patient¿s hemorrhagic stroke, and a correlation to the device could not be determined through this evaluation. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s age and weight were not provided. (B)(4). Approximate age of device ¿ 7 months. The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's inr was 1.59, and lovenox injections were prescribed until the inr was greater than 2. While at home, the patient complained of terrible headaches. The patient presented to the ER of an outside hospital and a head CT scan was performed, which was negative. The patient again complained of a severe headache the following day and experienced aphasia. A repeat head CT scan revealed a significant hemorrhage and the patient was administered vitamin k while in the ER. The health professional at the implant center was unable to obtain the inr results from the outside hospital. The patient was transferred to the implant center and upon arrival the inr was 1.77. The patient's CT scan showed a significant midline shift. The family decided to withdraw care and on (B)(6) 2015, the patient expired. The health professional stated that the event was not related to the lvad.